Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 28 mmol/l. The customer experienced nausea, vomiting and confusion. It was stated that the customer had been experiencing high blood glucose levels for three days prior to the event, and the insulin pump had not been working properly, alarming repeatedly for about two weeks. At times the customer was unable to clear the alarms. Other times she would have to remove the battery to get it to stop alarming. Troubleshooting was performed, and only found no delivery and low reservoir alarms. The insulin pump failed the prime test, and the high pressure test could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.